Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation in his left chest pocket when the ins was turned on. All the impedance measurements were normal. A current leak was suspected, so the ins and extension were replaced. The ins was implanted in his abdomen. The devices were going to be returned to the device manufacturer. Additional information has been requested.